Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose of 16 mmol/l. It was also stated that the insulin pump was alarming. The customer checked the drive support cap, and stated it was pushed out. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed prime alarm during occlusion test. Unable to prime due to protruded/loose drive support disk. Missing end cap sticker.